Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting was performed and found occlusion was coming from the cartridge. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.